Event description:
It was reported that a revision procedure was performed on (B)(6) 2014, to address non-union. During the procedure an s-lok 6.5 x 40mm polyaxial screw had been removed and a 7.5mm x 45mm reform polyaxial screw was being implanted when the driver tip sheared off on the final turn. The doctor cut a short rod, put a screw on it and used the final tightener anti-torque instrument to back the reform polyaxial screw out. A 7.5mm x 40mm reform polyaxial screw was then implanted without issue. No injury to the pt or significant delay to the procedure was reported.

Manufacturer narrative:
Engineering eval of the returned driver noted that the driver fitting did not shear flush with the shoulder of the driver. Instead there is a step-up to the shear several thousandths away from the shoulder. This would indicate that the drive shaft had partially come out of the bone screw drive fitting. It would only be possible for this to occur if the outer secure shaft had come partially unthreaded from the tulip. The outer secure shaft pushes down on the cross-bar of the driver shaft when fully threaded down, which causes the driver shoulder to bottom-out on the bone screw. When this bottoms-out it create sa friction plate with the bone screw head and promotes load sharing across the entire assembly. The plastic outer sleeve of the assembly has been modified to mitigate the occurrence of the user unthreading the outer secure shaft from the tulip. This change consists of over sizing the plastic sleeve, so when tightly gripped by the user the load will not be so inclined as to be transferred to the outer secure shaft, thus unthreading the secure shaft from the tulip and loosening the driver and pedicle screw assembly during insertion. Review of receiving inspection reports found (B)(4) units of this lot (rev d) were received and released for distribution between november of 2013 and january of 2014 with no deviation of anomalies. A two-year complaint history review found this to be the first report of fracture for this lot/design revision.